Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away due to multi organ failure. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed, and the pump would not be explanted.

Manufacturer narrative:
Section d1: brand name was corrected. Section d4: UDI corrected. Section e1: reporter email was not available. Section h5: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multisystem organ failure and patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists multiple organ failures and death as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Multiple organ dysfunctions/failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.